Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent hysteroscopic surgery. One day after the operation the doctor ordered the catheter to be stopped. It was stated that when the nurse extubated the catheter the saline could not be drawn from the catheter balloon hence the nurse rotated the urinary tube repeatedly to pull the saline out smoothly. The urethra of the patient was damaged to some extent during extubation. No medical intervention reported.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." Correction: h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent hysteroscopic surgery. One day after the operation the doctor ordered the catheter to be stopped. It was stated that when the nurse extubated the catheter saline could not be drawn from the catheter balloon hence the nurse rotated the urinary tube repeatedly to pull the saline out smoothly. The urethra of the patient was damaged to some extent during extubation. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent hysteroscopic surgery. One day after the operation, the doctor ordered the catheter to be stopped. It was stated that when the nurse extubated the catheter, the saline would not be drawn from the catheter balloon, hence the nurse rotated the urinary tube repeatedly to pull the saline out smoothly. The urethra of the patient was damaged to some extent during extubation. No medical intervention reported.